Manufacturer narrative:
Add'l info has been requested. Once the investigation has been complete, any add'l info will be reported in a supplement.

Event description:
According to surgeon: during surgery of axsos proximal tibia plate, I was inserting a cortical screw in the tibia shaft, then the screw bent, even though I didn't feel a lot of resistance. Surgeon (B)(6) removed the screw, and according to the surgeon (B)(6): when it got out, it was almost straight again. The surgeon (B)(6) said as a comment: during insertion of the screw, the fluoroscope was being used several times, to establish the screw really was bent.